Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a factory reset and the start of a learning period, with a highest blood glucose of 225 mg/dl; the user sought guidance on whether to announce a meal or allow the pump to lower glucose first and chose to wait for the pump to reduce glucose before eating. Symptoms included heart palpitations and frustration. Outcomes included no alerts from the device, no outside assistance, and no medical intervention or hospitalization. Troubleshooting and education were provided, including confirmation that the pump would continue delivering insulin to correct the high glucose and that the user could proceed according to comfort. Investigation included review of the reported event details and user-reported bg data. Investigation of this case revealed no device alarms and an event temporally associated with a factory reset and the ensuing learning period, consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.